Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with button error, no delivery alarms, and cracks on their daughter's insulin pump. The mother states the customer was hospitalized for low blood glucose. The mother states the customer's blood glucose was 41mg/dl. The customer's blood glucose level at the time of incident was 72mg/dl. The mother states the customer treated the high levels, 481mg/dl, with a manual injection. The mother states the high levels occurred, after receiving the no delivery alarm. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump passed self test. Unable to complete functional testing including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and a21 error tests due to no button response on the up arrow button. Unable to program test boluses and verify if the boluses properly recorded in the bolus history screen or verify if the test reservoir volume matches the units remaining in the status screen due to no button response. The insulin pump had cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.